Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 586 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump was not priming the tubing during the load step and the pump required 0-10 units more insulin than usual to prime the pump before seeing drops expel from the tubing. The pump was replaced outside of standard replacement guidelines due to patient insistence; lost confidence in product. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with a load step malfunction.